Manufacturer narrative:
The repeat result was 7.44 u/l. A service visit has occurred which included a full sample/reagent probe replacement including replacing pinch tubings.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since calibration and quality control results were acceptable, a general reagent issue at the customer site can most likely be excluded. Potential root causes may be related to the presence of clots or fibrin filaments in the sample or the presence of foam/bubbles on the reagent surface. Additional potential root causes could have been the incorrect functioning of the bead mixer or old pinch tubes. These additional root causes were addressed by the field service engineer during a service visit after the event. The details of that visit were provided on a previous follow-up report.

Manufacturer narrative:
This event occurred in (B)(6). UDI: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys anti-tshr immunoassay (anti-tshr). It is not known if erroneous results were reported outside of the laboratory. The initial anti-tshr result was greater than 40 u/l. On (B)(6) 2016 the sample was repeated and the result was less than 7.44 u/l. The result of less than 7.44 u/l was believed to be correct and was reported outside of the laboratory. It is not known if the result of greater than 40 u/l was reported outside of the laboratory. No adverse event occurred. The anti-tshr reagent lot number was 157568. The expiration date was requested but not provided.